Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened (escape, up, down and act ) button dome switch (no crease) and partial unlocked j2/liquid-crystal display keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor error alarm due to buttons not responding. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor error. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.